Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated and the reported slda per the physician is due >10mm gap in the grasping area, and is therefore related to patient conditions. Tricuspid valve insufficiency/regurgitation appears to be due to the slda. Tricuspid regurgitation is a known possible complication associated with triclip procedures. Surgical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a triclip procedure was performed to treat tricuspid regurgitation (tr) with a grade of 5. Three clips were implanted, reducing tr to a grade of 2. Two days after the clips were implanted, echocardiography showed one of the implanted clips had detached from the septal leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda), causing tr to increase to a grade of 4-5. On (B)(6) 2024, the patient underwent a surgical procedure.